Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they wanted to try new programs, they felt like they were not emptying completely and they had tried to increase stimulation, but couldn't go any higher. They stated when it was too high, if they laid down it would be painful, so they had to bring it down. They were currently on program 3 at 1.8v. They were able to sync with their programmer on the call and it showed stimulation was on. They switched to program 4 and adjusted stimulation to 0.9v and reported feeling it comfortably. No further complications were reported or anticipated.